Manufacturer narrative:
The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Related manufacturer report number: 3004742232-2022-00261. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was advanced in the circumflex artery, however, could not be further advanced with glideassist due to heavy calcification. During one of the seven treatments on low speed, a high-pitched unusual sound was observed. The tip of the crown was noted to have jumped during the unusual noise and the viperwire advance guide wire became stuck in the lesion. When removing the oad, the distal tip of the guide wire became detached. An attempt to snare the fractured component was made, however, was unsuccessful due to the calcification. During this attempt, a perforation was observed. The perforation was successfully treated, and the fractured component was left in the patient. The patient experienced chest pain but was stable.